Event description:
It was reported that (6) devices were used during a laparoscopic gastrectomy. It was reported by the affiliate that all six trocars tore during the surgery. Two of them broke from just inserting forceps. A new trocar was used to complete the case. There was no consequence to the pt.